Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl with the specific value displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support confirmed the cartridge alarm and assisted the customer in loading a new cartridge, following the proper technique, which resolved the issue, allowing the customer to resume insulin therapy successfully.